Event description:
Pt received supply kit; quick-set paradigm with ref # mmt-397; lot # 5139921; expiry: 03-2019, from medtronic medical in sealed condition via u. S. Mail parcel. Pt removed quick-set from package and noted "red substance" in tubing connector. Thinking red substance plastic part of tubing proceeded connecting insulin reservoir cartridge; priming and inserting cannula completing replacement process. During pt clean up following replacement process, pt noted "red stain" on towel used when changing quick-set infusion set. Pt immediately disconnected replacement quick-set and noted red substance in tubing connector smeared and not plastic. Pt reported to orlando va medical center's endocrinology service and kept "suspect" kit till returned ovamc (B)(6) 2017. Reporting this date as the "suspect" medical device was delivered facility recall coordinator and reporting FDA this date. This electronic report will be complemented with hard copy to FDA with color photos "suspect" medical device. See scanned pages.